Event description:
Customer reported that in 2004 pt presented with suture extrusion that was handled with topical antibiotic. Three days later pt presented with second suture extrusion with presence of purulent fluid collection around it. Oral antibiotics prescribed for infection. Fourteen days later pt presented with third and fourth suture extrusion which was handled with topical antibiotic.